Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported during the index procedure prior to use, the stent was flushed with no problems however approximately 3-5 minutes later when attempting to insert the guide wire, the wire would not pass through the guide wire cavity. A new stent graft was then successfully implanted. Per the physician the cause of the event is undetermined. There was no adverse event associated with the patient.

Manufacturer narrative:
Device evaluation summary; a kink was observed on the graft cover 31.0cm proximal to the taper tip. A 0.035inch glide wire was loaded via the taper tip and advanced proximally through the inner lumen until exiting via the luer with no resistance noted. The glide wire was loaded via the luer and advanced distally to exit the taper tip with no resistance noted. The cause of the guidewire insertion difficulties could not be determined through analysis. Additional information received; the device was flushed with a saline solution via a 20ml syringe. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.